Event description:
It was reported that stent dislodgement outside the patient occurred. While preparing a 4.00x8mm promus element plus stent delivery system, the stent was pulled off the balloon outside the patient's body. When the balloon was taken out, it was noticed that the stent was on the stylet. It never went inside the patient's body. The device was on the table so they stopped and pulled the balloon back out undeployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). The stent was not returned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. While preparing a 4.00x8mm promus element plus stent delivery system, the stent was pulled off the balloon outside the patient's body. When the balloon was taken out, it was noticed that the stent was on the stylet. It never went inside the patient's body. The device was on the table so they stopped and pulled the balloon back out undeployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.